Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how each of the cdh29a devices "failed to correctly deploy"? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Why were two additional staplers used? Was there any change in the post-operative care of the patient due to the event? Was there any patient consequence? If yes, please provide further detail of the consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device 1 of 2.

Event description:
It was reported that during a robotic low anterior resection, the staples failed to correctly deploy, after using two cdh29a circular staplers, resulting in a gaping hole in the rectum. The patient had a short rectum. The procedure was completed using an ecs29a stapler. The procedure was delayed by thirty minutes. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/31/2019. Additional information was requested and the following was obtained: can you please clarify how each of the cdh29a devices "failed to correctly deploy"? Staples did not form correctly. Gaps in the staple line. Large hole on one side while other side of anastamosis was not cut. What healthcare professional fired the device and what is his/her experience with the device? Pa-c /experienced. Where in the green gap setting scale was the indicator located prior to firing? All the way down. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Thin in areas was a complete washer transection confirmed? No. Were there any staple formation issues identified? Appeared some staples failed to deploy. Why were two additional staplers used? Decided to use longer shaft. Cdh shaft was placing tension on an already short rectal stump. Was there any change in the post-operative care of the patient due to the event? No was there any patient consequence? If yes, please provide further detail of the consequence.